Event description:
Had a medtronic mycarelink 24952 implanted on (B)(6) 2018. On cited date and 2 other days (same week) collapsed for 15 mins, could not move. Went to ER 2xs - my cardiologist not available for 10 days - did not send records to ers. Unit has a defective telemetry monitor. Called medtronic and was told that unit could only monitor during syncope. Tried interrogating unit on 2nd and 3rd attempt, unit gave me error code of 2180. Medtronic rep called me and informed me that many people have transmission problems. This is unacceptable and dangerous in my opinion. Two neighbors rescued me as all muscle flaccid. Have never in my life collapsed before (B)(6). My cardiologist needs to know what is going on and with defective monitor does not. Please get medtronic to replace bad monitors. Also despite having ph.d in science ((B)(6)) medtronic reps on phone give me different versions of what dual chambered pacemaker can or cannot do. E.g., first one unequivocally told me that no info transmitted unless during a cardiac event. Second one disagreed. Cardiologist concurs with 2nd one. I don't - saw read out of 1-7; nothing happened. Both cardiac nurse and banner hosp told me not to lower my head.